Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse use a 18 g x 1 1/2 in. Bd¿ 3 ml bd luer-lok¿ blunt fill needle to draw up normal saline. As the nurse recapped the needle, the needle punctured its cap and the nurse suffered a needle stick injury. There was no report of patient contact with the used device or any medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6341649. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.